Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic assembly. The unexpected restart error alarm or compromised force sensor system alarm could not be confirmed due to the blank display. The following physical damage was noted: minor scratched lcd window, cracked casing near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer also had an unexpected restart error and moisture exposure, both of which the customer declined to troubleshoot for. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.